Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case at the upper right display window corner.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer was put on an insulin drip to regulate the blood glucose levels, but as soon as he was put back on the insulin pump his blood glucose levels elevated. The mother stated that prior to the event, the customer's infusion set came off. The mother declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.